Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coiled metallic wires noted externally protrudes into the endometrial cavity') and embedded device ('allopian tube which was wrapped in the uncoiled wire ( right )') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy oophorectomy (bilateral removal of ovaries)). Essure was removed. At the time of the report, the device dislocation and embedded device outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: one of the coiled metallic wires noted externally protrudes into the endometrial cavity the one fallopian tube which was wrapped in the uncoiled wire. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coiled metallic wires noted externally protrudes into the endometrial cavity') and embedded device ('fallopian tube which was wrapped in the uncoiled wire ( right )') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy oophorectomy (bilateral removal of ovaries)). Essure was removed. At the time of the report, the device dislocation and embedded device outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: one of the coiled metallic wires noted externally protrudes into the endometrial cavity the one fallopian tube which was wrapped in the uncoiled wire. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coiled metallic wires noted externally protrudes into the endometrial cavity') and embedded device ('fallopian tube which was wrapped in the uncoiled wire ( right )') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("pelvic pain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, embedded device, uterine haemorrhage, pelvic pain and migraine outcome was unknown. The reporter considered device dislocation, embedded device, migraine, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: one of the coiled metallic wires noted externally protrudes into the endometrial cavity the one fallopian tube which was wrapped in the uncoiled wire. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Events abnormal uterine bleeding, pelvic pain and migraines were added. Reporter's information, essure insertion and removal dates were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.